Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 400mg/dl. The customer treated with insulin. Customer indicated that their blood glucose value was 290 mg/dl at the time of the call. The customer experienced symptoms such as nausea and vomiting. The product was returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08730 inches. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.